Event description:
It was reported that the patient¿s stimulation was no longer working. When checked with the programmer, the early replacement indicator (eri) was displayed. Of note, the patient had a fall a few weeks prior to the report and noticed a change in stimulation since then. A company representative was to meet with the patient to see if there was a reason the stimulator only lasted 4 months. Follow up indicated that the device had reached end of life (eol) and that the patient was no longer receiving therapy. The plan was to remove it in (B)(6) 2013. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).